Event description:
It was reported that an arteriotomy closure of an unspecified artery was completed using a starclose se device after an unspecified procedure. Reportedly, the patient has had pain at the site since the procedure. Hemostasis was achieved by the starclose se device. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, reportedly occurred in (B)(6) 2011. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.